Manufacturer narrative:
Bayer case number: (B)(4) inserts broken [device breakage], migration of insert to the level of the organs, especially uterus [partial expulsion of device] , chronic pain [pelvic pain female] , chronic fatigue [chronic fatigue] , abdominal inflammation [gastritis] , abnormal bleeding [genital bleeding], head pains [head pain] , hair loss [hair loss] , neurological and cognitive disorders [neurological disorder nos], cognitive disorders [cognitive disorders] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("inserts broken") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion medically important), device expulsion ("migration of insert to the level of the organs, especially uterus"), pelvic pain ("chronic pain"), fatigue ("chronic fatigue"), gastritis ("abdominal inflammation"), genital haemorrhage ("abnormal bleeding"), headache ("head pains"), alopecia ("hair loss"), nervous system disorder ("neurological and cognitive disorders") and cognitive disorder ("cognitive disorders"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to device expulsion, device breakage, pelvic pain, fatigue, gastritis, genital haemorrhage, headache, alopecia, nervous system disorder or cognitive disorder. The reporter commented: additional context is there anything else you would like to share, including any relevant medical history? Symptoms relayed by a group of women. 242 reports of side effects in one year from 2012 onwards, numerous patients have experienced side effects: "the first reports were purely organic, of women whose inserts broke or migrated to the level of the organs, in particular the uterus chronic pain, chronic fatigue, abdominal inflammation, abnormal bleeding, head pains, hair loss, neurological and cognitive disorders... The iist is long. More than 30,000 french women have since had these inserts removed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-jun-2025: quality safety evaluation of product technical complaint. Further company follow-up with the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Inserts broken [device breakage], migration of insert to the level of the organs, especially uterus [partial expulsion of device], chronic pain [pelvic pain female], chronic fatigue, abdominal inflammation [gastritis], abnormal bleeding [genital bleeding], head pains, hair loss, neurological and cognitive disorders [neurological disorder nos], cognitive disorders [cognitive disorders]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("inserts broken") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion medically important), device expulsion ("migration of insert to the level of the organs, especially uterus"), pelvic pain ("chronic pain"), fatigue ("chronic fatigue"), gastritis ("abdominal inflammation"), genital haemorrhage ("abnormal bleeding"), headache ("head pains"), alopecia ("hair loss"), nervous system disorder ("neurological and cognitive disorders") and cognitive disorder ("cognitive disorders"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to device expulsion, device breakage, pelvic pain, fatigue, gastritis, genital hemorrhage, headache, alopecia, nervous system disorder or cognitive disorder. The reporter commented: additional context is there anything else you would like to share, including any relevant medical history? Symptoms relayed by a group of women. 242 reports of side effects in one year from 2012 onwards, numerous patients have experienced side effects: "the first reports were purely organic, of women whose inserts broke or migrated to the level of the organs, in particular the uterus chronic pain, chronic fatigue, abdominal inflammation, abnormal bleeding, head pains, hair loss, neurological and cognitive disorders. The iist is long. More than 30,000 french women have since had these inserts removed. Further company follow-up with the reporter is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.